Event description:
It was reported that the 9800 system had an overload fault message displayed . No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not duplicated. The x-ray tube was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.